Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the 355sd instrument had a safety shield retraction. Another instrument was used to complete the case. There was no consequence to the pt.